Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the jaws of the forceps were bent and not aligned properly due to excessive force and/or user mishandling. Additionally, the jaw aperture measurement was taken inside the first teeth of the jaw, measured at about approximately .316", (standard is .300¿ +/- .100¿). The jaw mesh was not good. The insulation of the jaw legs was inspected and there was a cut and metal exposed. The flare had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than 1 year since the subject device was manufactured. Based on the investigation, the reported complaint could be attributed to the misshaped/misaligned jaws. The damage to the jaws was probably caused by user mishandling. However, the exact cause of the damage could not be conclusively specified. The device instructions for use (IFU_910111-001_ee) addresses this " if using the tip and shaft of the instrument to leverage tissue, ensure the jaws are closed to prevent deformation of the jaws." (Page 2). Olympus will continue to monitor the field performance of this device.

Event description:
Olympus received a regulatory complaint report via email that a pks cut/fcp, 5mm/33cm 9-pin (5/pk) device had malfunctioned. The jaws were not closing properly during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure. The procedure was complete with a second similar device. Inspection and testing of the returned device found the jaws of the forceps were bent and not aligned properly. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.